Manufacturer narrative:
A review of the manufacturing lot history and sterilization records was conducted. All in-process specifications and release criteria were met, including testing for suture retention (course and wale) and ball burst conducted on the mesh at incoming. Fourier-transform infrared spectroscopy testing, in-process visual inspection of the cured coated mesh/panels, coating density of the cured coated panels, and seal strength testing on both the pre-and-post-sterile atrium-applied packaging seals were also performed, with all requirements being met. Clinical evaluation: microorganisms can infect a surgical wound through various forms of contact, such as from the touch of a contaminated caregiver or surgical instrument, through microorganisms in the air, or through microorganisms that are already on or in your body and then spread into the wound. Other risks for surgical site infections (ssi) include a compromised patient, elderly and/or overweight patients, weakened immune systems and diabetes. Most ssis can be treated successfully with antibiotic medications. Sometimes additional surgery or procedures may be required including debridement and/or explant of the mesh. Staphylococcus epidermidis is a gram-positive bacterium. It is part of the normal human flora, typically the skin flora. Patients with compromised immune systems are at risk of developing infection. These infections are generally hospital-acquired. Propionibacterium are also gram-positive anaerobic bacilli that are considered normal bacteria on the skin. They are usually nonpathogenic and are common contaminants of blood and body fluid cultures. Propionibacterium species, however, can also cause numerous other types of infections. Important patient-related factors for ssi include existing infection, age, obesity, smoking and diabetes. Surgical risk factors include prolonged procedures and inadequacies in either the surgical scrub or the antiseptic preparation of the skin. The major sources of infection are microorganisms on the patient's skin and, less often, the alimentary tract.

Manufacturer narrative:
A follow up report will be submitted on the completion of the investigation into this event. Related report: 1219977-2017-00032.

Event description:
Following surgery the patient developed an infection.